Manufacturer narrative:
In response to FDA report number mw5083841. Reason for reoperation due to "rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "muscle pain, breast pain" and "rupture" on an unknown side. Patient additionally reported "autoimmune, fatigue, exhaustion, headaches, breast implant illness, chronic illness, crohn¿s, ibs, weight loss, shortness of breath, brain fog, insomnia, stiff joint, ¿sensitive to sound, dry skin, no libido, hair loss, swollen lymph nodes;" these events are not device related. Device status is unknown.